Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Hypotension is listed in the product instructions for use as a known potential adverse effect. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that during a stenting procedure in the heavily calcified right internal carotid artery, the xact stent delivery system could not cross. An rx acculink stent delivery system was used and during the deployment of the stent, the patient's blood pressure dropped. The symptoms resolved after 3 days of treatment. The patient was discharged home the same day of the procedure. No additional information has been provided.